Event description:
It was reported that the device will not calibrate. No patient involvement. The event occurred during preventive maintenance.

Manufacturer narrative:
A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Visual inspection was performed. Visual inspection found that there was a faulty pump, printed circuit board (pcb), rusty heater and a damaged micro switch wire. The root cause of the reported issue was the device won't accept adjustments from the potentiometers (pot) on the pcb confirming the customer complaint. Replaced the pump, pcb, heater, and micro switch. Device passed all functional testing.d5 and e4 are unknown, no information provided to date.